Event description:
The patient was implanted with a herniamesh t-sling lot n.a. On date not available many years later legal complaint states that the patient suffered excruciating pain, laceration of and damage to internal bodily tissue and organs, erosion, abrasion and grating of internal bodily tissue and organs, dyspareunia, dysuria, severe edema, extrusion, bleeding, permanent scarring, permanent bodily impairment and related sequelae resulting in substantial interference with plaintiff ability to engage in routine daily activities and sporting activities that she previously enjoyed. No further information has been provided.